Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the distal end of the device appeared normal and the exchange sheath was fully slit. The vessel locator button was in the correct post deployed position. The thumb advancer was retracted all the way to the proximal end, which is an indication that the access ports were utilized to facilitate the device removal as instructed in the instructions for use. During clip deployment, the vessel locator wings are designed to automatically collapse, so as not to interfere with the clip deployment. Inspection of the device suggested that the locator wings were initially bent during the thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. Possible contributing factors for broken and bent vessel locator wings include, but are not limited to manufacturing, challenging anatomical conditions, and incorrect deployment techniques. The vessel locator wings were inspected for proper assembly during the manufacturing process. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment techniques, which could have contributed to broken and bent vessel locator wings. There were no challenging anatomical conditions reported. Based on the manufacturing inspection criteria and analysis of the device, the probable cause for broken and bent vessel locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement and device removal. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal any other incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the anatomy. Per the instructions for use, the the device release mechanism was used but the attempt was unsuccessful. The device was removed and manual arterial compression was applied to achieve hemostasis. The patient was reported to have expired later in the evening and the cause of death was reportedly not due to the starclose se device. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Event description:
Subsequent to the initial medwatch, additional information was received that states that the cause of death was determined to be multiple organ failure with sepsis and possible myocardial infarction.